Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm previously perforated abdominal aortic aneurysm. The aneurysm was described as a saccular type aneurysm which appeared to have been previously perforated and had sealed. It was reported that balloon angioplasty was performed on the right iliac because of stenosis and calcium before deploying the bifurcated stent graft was implanted. A reliant balloon was used to post dilate the stent graft. The procedure was uneventful and the patient was sent to the recovery room in stable condition. The patient became unstable post operatively and was brought back to the operating room for evaluation. The physician discovered a disruption in the right external iliac which was the side the bifurcated stent graft delivery system was introduced. The disruption was distal to where the stent graft was deployed. An attempt to fix the dissection with an aneurx limb and also another manufacturer's stent more distally was made. The physician stated that there was a blush in the right external iliac on the completion angiogram which was unfortunately missed. The patient had a bad heart; cancer, and lupus which makes the arteries more fragile. The patient went in vfib and expired. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: (death), other medical complications). Conclusions: (previously perforated aneurysm, stenosed and calcified iliac arteries, other medical complications). (Secondary intervention).